Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred on event date, again 4 days and 9 days after the event date. All of the incidents occurred at the start of patients' treatments and were noted on leak alarms. All of the blood leaks were verified with positive hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.